Event description:
It was reported to philips that the ac module for the device was faulty and would subsequently fail to charge the installed battery. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.